Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load a cartridge. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to load a different cartridge successfully.